Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: the bipolar high frequency cord uh801 was found to be burnt/scorched the patient reportedly experienced a mild electric shock. Due to the reported electric shock, this case is deemed reportable.